Event description:
It was reported that the customer experienced a keypad anomaly. The customer's blood glucose was 132 mg/dl. The customer's insulin pump was not responding to the buttons the whole day. Advised customer to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.